Event description:
It was reported that during a biopsy procedure, the patient experienced hematoma, though there is no medication required to resolve hematoma. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one elevation breast biopsy probe was returned for evaluation. On visual evaluation, the probe appeared to have residue throughout and the sample tanks basket was returned. Prior to the functional testing, cutting cannula was retracted completely and a mandrel was inserted into the cannula; no tissue was noted within. On functional evaluation, the probe was load into the in-house driver and calibrated successfully, and functionally tested in chicken breast. The device collected a sample each time with no issues. The probe was able to obtain six samples successfully. No unusual noises were heard during evaluation. Post to the functional testing, the cutting cannula was retracted completely and a mandrel was inserted into the cannula; no tissue was noted within. And it was noted that the smart mode was activated when acquiring the second sample. Therefore, the investigation for the reported hematoma is kept as inconclusive as the condition of use cant be repeated. A definitive root cause for the alleged hematoma could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy procedure, the patient experienced hematoma, though there is no medication required to resolve hematoma. The procedure was completed using another device. There was no reported patient injury.